Event description:
The ocd laboratory specialist reported that results for three pt samples processed on a vitros 5600 integrated system were associated with the incorrect pt demographics and requested assays. No erroneous results were reported outside the laboratory. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event determined that the vitros 5600 was operating as intended. The customer re-uses sample ID's. The sample programming section of the vitros 5600 user documentation (vdocs) states, "if a retained sample ID is not processed to completion, the sample ID and its associated program including tests and demographics, is retained in system memory indefinitely. If a new sample is processed in the future using the same retained sample ID, the tests and demographics associated with the new sample program will not be stored in the system memory. After processing the new sample, the results for the previous incomplete tests and associated pt demographics will be reported for the retained sample program for the original sample ID." The customer was not aware of this info. The customer has re-configured the software auto delete feature to 7 days and increased the number of characters in their sample ID's following this event. The root cause of this event is user error.